Event description:
Guidant received information that this external rhythm assistant was unable to communicate with this implantable cardioverter defibrillator (ICD) with atrial arrhythmia detection and treatment capability. Guidant recieved additional information that this patient exhibited an episode of ventricular fibrillation (vf) that spontaneously terminated. Review of the devices stored data also revealed an out-of-range ventricular shocking impedance measurement.